Event description:
Literature reference: x martin, et al. Treatment of benign prostrate hyperplasia ( bph) by trans-urethral needle ablation (tuna) and follow-up of retreatment rates at 36 mos. Progres en urologie, 2005; 15:674-680. One pt died of unk causes.

Manufacturer narrative:
This report is being submitted following an internal audit.